Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the plastic distal end-cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed. However, it was likely that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Instructions gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Instruction manual gif/cf/pcf-290 series operation manual chapter 4 operation: 4.3 using endo therapy accessories. Olympus will continue to monitor the field performance of this device.